Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00493. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a hysterectomy in 2008. During the procedure, the device started and then stopped. A second device was used to successfully complete the procedure with no adverse pt consequences.